Event description:
It was reported that during a hemorrhoidopexy procedure could not be closed correctly. The indicator was in the green field, fired, and there were partially malformed staples. Suture by hand was used to complete the procedure. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: the device could be fired without any anomalies and the characteristic cracking noise was detected. There were partially malformed staples detected. The insufficient staple line was overstitched by hand. There were no negative consequences for the patient reported. The patient is fine and has already been discharged from hospital. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.